Event description:
Patient was leaning over to pick up a cup of coffee and felt a "pop" in the right hip. Had associated hop pain and was unable to bear weight. Patient was revised with a wright medical link revision stem. We are awaiting additional patient information like height so that we can calculate their bmi. (B)(4).

Manufacturer narrative:
The device mentioned in the reported was implanted before mipro (B)(4) took over the previous manufacturer ((B)(4)) of the m-cor implant. As part of our responsibility to report the incidents, we are gathering any outstanding information related to this adverse event and reporting it to the FDA.